Event description:
It was reported that the foley catheter balloon could not be inflated.

Manufacturer narrative:
The reported event is unconfirmed as the device met specifications. The three-way latex foley catheter was returned without the original packaging. No visible defects were noted on the catheter. The balloon successfully inflated with 75cc di water using a luer lock syringe. The balloon deflated passively with no issues, returning 75cc di water; this is within specifications as it would pass functional leak testing. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon could not be inflated.